Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an out of specification oxygen sensor. The ventilator was not on a patient at the time of the event. A service engineer inspected the device and confirmed the reported issue. The se replaced the oxygen sensor to address the issue. The unit passed all testing and operated within the manufacturing specifications.